Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had decreased to 45 mg/dl while wearing the pod for longer than 48 hours. The patient reports having a stomach ache. The patient reports they had been swimming when their blood glucose level had dropped. The patient reports the paramedics were called. Upon arrival of the paramedics patient was treated with 12 glucose tablets, pineapple juice and carbohydrates. The patient was with the paramedics for 45 minutes and did not need to go to the hospital.